Event description:
The customer reported that the touchscreen was bad, that it would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 10-oct-2019. Date of report: 11-oct-2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24july2019.

Event description:
The customer reported that the touchscreen was bad, that it would not calibrate. There was no patient involvement.